Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient stated they had been diagnosed with alcl.

Event description:
Patient reported concern with the product and being diagnosed with alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.

Manufacturer narrative:
Continued health effect - impact code 4: f2203.

Event description:
Patient representative later reported a diagnosis of bia-alcl, open skin sores, rashes, tingling skin, hair loss, sever inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, stem cell transplant, multiple contrast-requiring and/or radiation exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering and death. The events of "open skin sores" and "hair loss" were deemed not related to the device. The device has been explanted.